Event description:
It was reported that there was no fluid flow through a small volume infusor. It was observed that the medication delivery had stopped during infusion at the patient¿s home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between may 17, 2022 to may 19, 2022. H10: the device was received for evaluation with 105ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic examination on the flow restrictor revealed a series of micro-air bubbles blocking the fluid path inside the lumen of the capillary glass. The capillary glass is located inside the flow restrictor housing. Air bubbles inside the lumen of the capillary glass can be attributed to improper filling technique during product use (filling step). The product¿s instructions for use (IFU) details the proper filling technique to avoid this type of occurrence.the reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.